Manufacturer narrative:
Device was received with a belt clip rails broken. No pump error 23 noted during testing. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm after replacing the battery. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were not able to clear the alarm. The insulin pump will be returned for analysis.